Event description:
It was reported the end user was intubated on the first attempt without incident. Tube placement was confirmed. The next morning, there was a gross leak of tidal volume around the cuff of the endotracheal tube, causing the ventilator alarm to sound continuously. When the volume of air was checked, there was 3cc of air in it. The tube was exchanged at the bedside. The pt was given more sedation than they wanted because he was clenching his teeth together. Once the tube was out of his airway the attending physician inflated the cuff, using 30cc. The tube seemed to hold all the air. The cuff, once inflated, was easily slid up and down on the tube itself. It was thought that perhaps the tube was not advanced deeply enough in his airway and the cuff moved to the vocal cords".

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. It was reported this device was used for diagnosis purposes. There were no reports of the pt being harmed as a result of this malfunction. Additional info has been requested, however no additional info has been provided to date.